Event description:
It was reported that a patient death occurred. During initial sedation for the procedure the patient experienced a drop in systolic pressure that was monitored through the rest of the procedure. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully completed the transseptal puncture and then inserted the was. The physician was positioning the was in the laa of the patient when there was a change in heart function of the patient. The patient went into cardiac arrest and required resuscitation. The patient did not recover from this, and the patient died.